Event description:
Boston scientific received information that this pacemaker was unable to be interrogated and did not response to magnet application. Subsequently, the next day the patient underwent a revision procedure and this product was explanted and replaced. The patient suffers from atrial fibrillation (af) and was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this device had no telemetry or pacing outputs. The pacemaker case was removed and the battery voltage was too low to support pacing and telemetry functions. (B)(4) firmware was downloaded onto the device. The device then communicated normally with the (B)(4) software on the zoom programmer. The device was programmed out of storage mode. Detailed testing was performed and current drains were evaluated at various supplies and were found to be normal. The cause of the high current drain and premature battery depletion is unknown as the high current drain went away during analysis and did not reappear. Laboratory analysis was inconclusive in determining root cause.